Event description:
It was reported that the patient got a ride side implant battery replacement on (B)(6) 2023. On the way home, the patient's tremor got worse and the patient got an error message 1703 and 1098. The manufacturer's representative to meet with patient to check impedances. Additional information was received from the manufacture's representative stating that the clinician was going to reach out and see if someone in their area can check impedances. No known reason as to why the error codes are appearing. Impedances were normal in the operating room during the routine battery change. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that when the left side ins was interrogated it displayed a message that the stimulation settings were out of range. When the same ins was interrogated with the patient programmer it displayed codes 1098 and 1703. The caller indicated that the patient was programmed with c+ 3- at 2.8ma . The caller tested impedances at 1.0ma and provided the following values c/3 >5000ohms c/2 >5000ohms. The issue was not resolved through troubleshooting. Tss reviewed information about impedances. The caller would work with the patient on programming therapy to avoid the high impedance electrode pairs.

Manufacturer narrative:
Concomitant medical products:product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2022-explanted: product type implantable neurosti mulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.